Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to resolve the occlusion. Insulin therapy was resumed. There was no reported impact to customer's blood glucose. Reportedly, customer was using admelog insulin; customer was aware the insulin was not labeled for use with the pump.